Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
Hospital staff was using the catheter properly and noticed that the flapper valve had been removed, just before it went into the patient. This complaint is reportable for 1 closed suction catheter. While no patient harm or injury was reported, the report of a detached flapper valve could result in serious harm or injury if it were to become lodged in the patient's airway.

Event description:
Hospital staff was using the catheter properly and noticed that the flapper valve had been removed, just before it went into the patient. This complaint is reportable for 1 closed suction catheter. While no patient harm or injury was reported, the report of a detached flapper valve could result in serious harm or injury if it were to become lodged in the patient's airway.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 28 feb 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "hospital staff was using the catheter properly and noticed that the flapper valve had been removed, just before it went into the patient." Regarding part 2271603-4j was confirmed per picture received from the customer. This complaint has been escalated to CAPA review board and has met the criteria for CAPA initiation; CAPA-00586 has been created to document investigation for this failure mode. There have been 43 other complaints regarding a similar issue within the 24 months preceding this reported event up to date. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends risk assessment the ultimate risk is medium, as that is the highest risk of the patient/caregiver and regulatory/compliance considerations: 1.patient/caregiver performed risk assessment with dhfe-05196 "closed suction catheters and accessories hazards analysis" rev. 9 ; the most closely associated hazard is hzd004-10 "defective/malfunctioning components" hazardous situation: " unable to perform suctioning/wiping procedure or decreased suctioning/wiping efficiency." Harm ID:5 probability of harm occurring is improbable (1) and severity is severe (4) which is medium risk. The calculated p1 based on complaints and sales in the previous 24 months is improbable. Therefore, the probability of harm occurring (p) remains the same than the RMA and is determined to be medium risk per table 1d in ref-20001-c1 rev#2. 2. Regulatory/ compliance reviewed ref-20001-c1 rev#2, and there is medium regulatory/ compliance risk: increased trend of incidents for the same failure mode. 3. Brand recognition and customer impact reviewed ref-20001-c1 rev#2, and there is low brand recognition/customer impact.